Event description:
The customer reported leaks and a poor connection at the end that connects to the endoscope during a therapeutic gastroscopy procedure. The issue occurred while the device was outside the patient during sedation. The procedure was completed using the same device, which involved an olympus flushing pump. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.